Event description:
It was reported that the ventricular lead had high thresholds with no capture at 2.5 volts and the patient started feeling electrical stimulation with ventricular pacing. The lead also had a high number of short interval counts (sic). The r waves had dropped since implant in bipolar so the lead was reprogrammed to unipolar sensing. A lead perforation was suspected; however an x-ray confirmed that the lead had not moved. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. The proximal conductor was obstructed with blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated stretching. (B)(4).